Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued.

Event description:
It was reported that there was concern this subcutaneous implantable cardioverter defibrillator (s-ICD) depleted prematurely, as it was discovered during a follow-up in march 2021 that the device had reached end of life (eol) battery status in january 2021 (approximately 4.2 years post implant). It was noted the patient has previously declined enrollment in the latitude remote patient monitoring system and never heard beeping tones from the device. Boston scientific technical services (ts) was consulted and recommended immediate hospitalization and device replacement. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced. No additional adverse patient effects were reported. Of note: boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.